Event description:
It was reported that the cardiac index values were being questioned. Eleven catheters were returned and evaluated against the same reported event.

Manufacturer narrative:
Devices returned and evaluated. Cardiac output related defects were found from nine of the eleven catheters that were evaluated.